Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several bad battery alarms and a blank display. The customer tried a new battery to no avail. The customer's blood glucose level was unknown. The customer stated that she pulled back on the spring in the battery compartment and after inserting the new battery, the device worked. Customer thought the problem was due to damage on the spring. The customer was unable to troubleshoot, but stated she would call back later. Nothing was replaced or returned for analysis.